Event description:
The customer reported ac light flashing after powering on the device. No patient involvement is noted.

Manufacturer narrative:
Correction: g1, g4, g7, h2, h6, h10, h11 the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced keypad for ac light flashing after pwr on. As found 9.19 sw as left ver 9.19.1.2. Tested pm. A review of the device history record for (B)(6) was performed from date of manufacture 10/25/2019 to the present date 11/25/2020 and note that this device has been returned for service 1 time which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported ac light flashing after powering on the device. No patient involvement is noted.